Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. There was fluid discovered in the pump module area. The patient reported receiving several draining slowly and drain complication encountered messages during drain 2 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred on (B)(6) 2022. The patient stated that they received multiple draining slowly and drain complication encountered messages during drain 2. The patient stated that the alarms persisted, so they shut the machine down. Upon opening the cassette door, there was fluid in the door. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient confirmed that the solution bag did not leak and confirmed that there were no issues with the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded; however, the companion sample is available to be returned for physical evaluation.

Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. There was fluid discovered in the pump module area. The patient reported receiving several draining slowly and drain complication encountered messages during drain 2 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred on (B)(6) 2022. The patient stated that they received multiple draining slowly and drain complication encountered messages during drain 2. The patient stated that the alarms persisted, so they shut the machine down. Upon opening the cassette door, there was fluid in the door. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient confirmed that the solution bag did not leak and confirmed that there were no issues with the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded; however, the companion sample is available to be returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. There was fluid discovered in the pump module area. The patient reported receiving several draining slowly and drain complication encountered messages during drain 2 of treatment. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred on (B)(6)2 022. The patient stated that they received multiple draining slowly and drain complication encountered messages during drain 2. The patient stated that the alarms persisted, so they shut the machine down. Upon opening the cassette door, there was fluid in the door. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient confirmed that the solution bag did not leak and confirmed that there were no issues with the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded; however, the companion sample is available to be returned for physical evaluation.